Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out due to water leakage soon after the placement.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter was received with a cut portion of the inlet tubing. Visual evaluation noted no obvious defects. Attempted to inflate the catheter's balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked out of the eyelets. The balloon was dissected to find that the inflation notch perforated both lumens. This failed to met specifications, stating "eye punching must not penetrate the inflation, irrigation lumen and/or thermistor." Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be punch depth too large. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (Fig. 5) pull catheter to seat the balloon at the level of the bladder neck and secure placement. 8) keep the drainage" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out due to water leakage soon after the placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out due to water leakage soon after the placement.